Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A duodenal ulcer is a known complication of an intestinal tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 a patient from (B)(6) had a percutaneous endoscopic jejunal tube replaced. On (B)(6)2017 the patient was diagnosed with a duodenal ulcer no treatment information available and the patient was sent home after the endoscopy. The tubes were not removed or replaced and the treatment was not interrupted.